Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with naked eye and magnification and found a cracked light blue main body. Leak testing, clear passage test, and clamp function test were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was discovered at the clamp due to the blue main body of a transfer set being damaged. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.